Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not making any sound when the alarm indicator went off during a patient event. The bme rebooted the cns which restored the visual and audible alarms. No patient injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not making any sound when the alarm indicator went off during a patient event. No patient injury reported. The bme rebooted the cns which restored the visual and audible alarms. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Age or date of birth, sex, weight, ethnicity, and race; relevant tests/laboratory data; other relevant history. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. (B)(6) 2023 email response from customer's bme who reported that the rebooting of the cns restored the visual and audible alarms. No information provided on the patient demographics. Additional device information: concomitant medical devices: the following device(s) were used in conjunction with the cns, however the customer did not provide the serial number of the concomitant medical device: telemetry transmitter: model #: gz-120, serial #: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) is not making any sound when the alarm indicator went off during a patient event. No patient injury reported. The bme rebooted the cns which restored the visual and audible alarms. Investigation summary: customer rebooted the cns and indicated that the device is now giving audible and visual indications correctly. A review of the history of the serial number identified that the issue recurred on 01/30/2023 and the customer rebooted the device and it is working fine. It was recommended to the customer to send the device back for evaluation, however, customer indicated that they do not want to send the device for evaluation as everything is working fine after they had rebooted the device. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is user error. It is possible that a user may have inadvertently change the sound/audio settings of the device, and a reboot of the device would have reset the setting to the correct default setting resolving the issue. Long uptime of the device without a restart may also contribute to the issue. Long uptime may cause the cns operation to become unstable. It is recommended in the operator's manual of the device to reboot the central monitor once every three months.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not making any sound when the alarm indicator went off during a patient event. The bme rebooted the cns which restored the visual and audible alarms. No patient injury reported.